Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the led lights on the unit began to blink and the unit stopped cutting. The unit was turned off and when the unit was turned back on, it resumed working and cutting was possible again. The technique was used several times to complete the procedure. There also was an issue with the device switching from clockwise to counterclockwise, cutting, and the connection to the pneumatic switch on the back of the unit was loose. The procedure was successfully completed with the same unit with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 05/05/2009. Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.